Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok buttons required multiple button presses for the home screen to appear. The patient stated that she did not notice any keypad issues prior to that time. The patient reportedly wore the pump in a pump case in an undergarment and cleaned the pump with a dry lens cloth. This report is made based on the allegation of the ok button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and ok keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. All of the other keypad buttons were responding to button presses and had normal spring back. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.